Manufacturer narrative:
Product ID 8709sc lot# (B)(4) implanted: explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found a user related hole in the catheter body. Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was unknown. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.